Event description:
During a clinic follow-up, episodes of post-paced t wave oversensing, far-field r wave oversensing, crosstalk, automatic mode switch, and noise due to myopotential oversensing or electromagnetic interference (emi) was observed on the right atrial (ra) lead. Ra lead damage was suspected, but was unable to be confirmed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that competitive atrial pacing was observed on the right atrial (ra) lead.